Manufacturer narrative:
Technical services discussed that eri was declared due to charge time. As of today, available information suggests the device remains in service. This report will be updated when additional information is available. No adverse patient effects were reported. The explanted device was not returned to boston scientific for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage was 2.58v with a charge time of 21.8 seconds. The device was included in the mid-life display of replacement indicators advisory. Boston scientific received additional information from the patient. On a patient information and verification letter returned by the patient in (B)(6) 2016, it was reported that this device was explanted in (B)(6) 2010 and was replaced with a non-boston scientific device. No additional adverse patient effects were reported, outside of the surgical intervention to replace the device earlier than expected.